Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41-year-old female patient who had essure inserted. The patient had a medical history of mammogram in 2019 and nulli gravida, surgical menopause and hypothyroidism. She denies any chest pain, shortness of breath, headache, fevers, chills, vaginal discharge or bleeding, changes in urination, or other abdominal pain. No nausea, loss of appetite, vomiting or diarrhea. No additional abdominal pain. Previously administered products included: oral contraceptive nos. The patient had a family history of cva, hypertension, osteoporosis, kidney cancer, mac lymphadenitis, cardiac pacemaker insertion, diabetes mellitus and hypothyroidism. Concurrent conditions were listed as endometriosis, pelvic pain and abdominal pain. Concomitant products included ibuprofen and tylenol (paracetamol). In 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she underwent medical device removal (seriousness criterion medically important). The patient was treated with surgery (da vinci total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2016: negative for intraepithelial lesion or malignancy. [Ultrasound pelvis] on (B)(6) 2017: complex right ovarian cyst likely hemorrhagic. Endometrial mass or polyp needs additional evaluation. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.